Manufacturer narrative:
The physician had no issues using the device in question.

Event description:
It was determined by boston scientific through follow up responses that a patient had a brain stem infarct one to two hours post procedure. The intracranial stent placement procedure used a balloon (device in question; successfully used with no issues) to pre- dilate the basilar artery. After one unsuccessful attempt at stenting, a stent was successfully placed in the target location (see MFR report # 60000078-2007-00014). The physician "advanced presumptions/point of view that a stem infarct was due to balloon dilatation." It was determined by boston scientific on 01/05/2007 that the balloon used in this case was a boston scientific device. The patient, unable to move, had "locked-in syndrome." The patient had experienced several strokes before this issue. Thus, this procedure was scheduled because of a recent stroke. He had also already 50% body impairment; in other terms, half of body (right side) was already "immobilized." To summarize, he was already in poor conditions before intervention."